Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins on an rt202 adult inspiratory heated breathing circuit were bent. This was noticed prior to pt use.

Manufacturer narrative:
(B)(4). The rt202 adult inspiratory heated breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a f/u report once we receive the complaint device and have completed our investigation.